Manufacturer narrative:
Software version 4.11j. Retainer ring clear. On oct 27, 2021 the device was returned due to customer allegation to device under delivering causing high blood glucose. Device passed all functional testing including the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08710 inches. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. No over delivery anomaly noted during testing. In further full review of the device history on the event date of oct 27, 2021 found bolus deliveries of 0.1 unit at 00:02:21.000, 0.025 unit at 01:02:45.000, 0.2 unit at 02:02:21.000, 0.15 unit at 03:02:22.000, 0.125 unit at 04:02:21.000, 0.05 unit at 05:02:19.000, 0.025 unit at 06:32:13.000, 0.075 unit at 07:02:23.000, 0.075 unit at 08:32:11.000, 0.15 unit at 09:02:24.000, 0.025 unit at 10:07:19.000, 0.075 unit at 11:02:10.000, 0.2 unit at 12:02:15.000, 3.4 unit at 13:36:26.000, 0.75 unit at 14:07:37.000, 0.02 unit at 15:57:10.000, 0.075 unit at 16:02:12.000, 0.05 unit at 17:12:10.000, 0.1 unit at 18:02:15.000, 0.125 unit at 19:02:20.000, 0.025 unit at 21:02:11.000, 0.2 unit at 22:02:20.000, 0.075 unit at 23:02:15.000, and on 0.175 unit at 23:57:24.000. Test p-cap and reservoir locked properly into reservoir compartment during testing.¿ the device was received with scratched case, cracked keypad overlay, cracked retainer ring, and stained keypad overlay. In summary, customer allegation for device under delivering not confirmed during full functional testing. Unable to verify customer alleged for high blood glucose. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the insulin pump user experienced a high blood glucose of 318 mg/dl. The user alleged the insulin pump was under delivering insulin. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.